Manufacturer narrative:
This report is for one (1) unknown drill bit. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. Occupation: initial reporter is synthes sales representative. This report is for one (1) unknown drill bit. PMA/510(k) number is not available. Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, during an unknown surgery using an expert antegrade femoral nail (afn) system, an unknown drill bit interfered with the expert antegrade 2 femoral nail (a2fn) cannulated. The surgeon tried to drill the bone for proximal static locking under the standard mode when the unknown drill bit interfered with the expert a2fn nail. The surgeon removed the unknown aiming arm from the unknown insertion handle and drilled the bone by free hand. The surgery was completed within a 30-minutes delay. There was no adverse consequence to the patient. Concomitant devices : aiming arm (part #: unknown, lot #: unknown, quantity: 1), insertion handle (part #: unknown, lot #: unknown, quantity: 1). This report is for one (1) unknown drill bit. This is report 2 of 2 for (B)(4).